Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, product investigation lab (pil) is able to confirm the complaint that there is a misalignment in the touch position. The touch screen does not meet the acceptance criteria specified due to failing the resistance ration verification.

Manufacturer narrative:
The service engineer (se) reported that the repair was performed, and that the misalignment in the touch position was confirmed. The se then performed a calibration on the touchscreen, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that there was a touchscreen failure observed, and a misalignment occurred twice (or so). It was then reported that ah calibration was performed, and the issue was resolved, however, the misalignment occurred again. The customer reported that an addition calibration was performed, and the issue was resolved. The customer is still requesting a repair of the device. The investigation is ongoing.